Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing performed using another brand of antigen self-test generated a positive result. The patient was reportedly symptomatic. There was no reported delay in treatment. No additional information was provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6)2022. Confirmation testing performed using another brand of antigen self-test generated a positive result. The patient was reportedly symptomatic. There was no reported delay in treatment. No additional information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180449 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 180449, test base part number 195-430h / lot: 177863. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 180449 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could be related to the specific patient sample.a1 h3 other text : single use, device discarded